Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore when it was inserted into the eye. Lens was cut to remove from the eye. No widened incision and no suture. No pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4).